Event description:
Event description boston scientific received information that one day post implant, this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead no capture and the right ventricular (rv) pacing impedance was greater than 3k. The lead continues to have normal sensing.